Event description:
It was reported that the back part of the insulin pump was out from the case during the prime process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose motor support disk, and cracked battery tube threads.